Event description:
It was reported that twenty 8015 device keypads were bad and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
¿Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action¿.

Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that twenty 8015 device keypads were bad and needed to be replaced. There was no patient involvement.